Manufacturer narrative:
Product complaint # ==> (B)(4). The actual sample was returned for evaluation. During the visual inspection of the sample, the ends of the suture pieces were observed cut appears to be by use of a surgical instrument. The other section of the suture was not returned for analysis. A functional test was performed \and the tensile strength force was above the minimum requirement. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. According to the sample condition it was suggested that there was an improper handling of the sample.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a spine procedure on (B)(6) 2019 and a barbed suture was used. During the procedure, the suture broke in the length between the tissue and the needle while passing through the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No additional information was provided.